Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. There was no impact to customers' blood glucose level. Customer stated they have back up insulin if needed for insulin therapy.